Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of available complaint information and an evaluation of the available sample evidence, the following was concluded: the complaint of detached powerglide pro introducer needles was confirmed and the cause appeared to be manufacturing-related. The product returned for evaluation was 16 18ga x 8cm powerglide pro midline catheter assemblies. 15 samples were received in their original sealed packaging. The remaining sample was received with its original opened packaging but appeared to have been manipulated. The catheter had been advanced and the safety mechanism was engaged over the needle tip. The catheter was not returned. The needle shaft was completely detached from the housing. The green plastic collar remained within the housing. The 15 sealed samples were opened. The catheters were advanced and the safety mechanisms were engaged. The first 14 samples functioned as intended. When testing the 15th sample, the needle easily detached from the green collar during safety activation. Microscopic inspection of the two detached needles revealed adhesive residue on the portion of the needle intended to be bonded to the green collars. Inspection of the green collars revealed them to appear well-formed. The two observed needle detachments appeared to be caused by failure of the bond between the needles and the needle collars. Such failure may be caused by insufficient adhesive applied and insufficient curing of applied adhesive during device assembly. H3 other text : evaluation findings are in section h.11

Event description:
It was reported by the customer "upon pulling back on device housing to safety with right hand while holding wings steady with left hand the needle separated from the housing." There was no impact to the patient. No other information was provided. (B)(6) 2023 - sixteen samples were returned for evaluation. The needle detached easily from the housing on two of the returned samples. This report addresses the second sample with an easily detached needle.